Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an open xiphoidal incision . Additional information received from the field representative indicates that there was no allegation of erosion or dehiscence. The patient was checked prior to device interrogation and no allergic reaction was confirmed. The system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in the post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted the electrode had been severed approximately 6.6 centimeters from the terminal end. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an open xiphoidal incision . Additional information received from the field representative indicates that there was no allegation of erosion or dehiscence. The patient was checked prior to device interrogation and no allergic reaction was confirmed. The system was subsequently explanted. No additional adverse patient effects were reported.